Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the setup on the homechoice machine(hc). The home patient(hp) stated he was already told to start over with new supplies. The hp stated he only change out the cassette. The technical service representative(tsr) advised the hp to replace the bags and cassette since he was told to use new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause of the reported condition was undetermined. A labeling review was performed and the labeling was found to be accurate and sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.